Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: it was reported by customer that the male end broke into the female end. Material#: 302830, batch#: 4276316. Xxxx mentioned an incident with 302830. He stated that the male end broke into the female end. Additional information 1. Can you please provide an exact date of event? 06-02-2025. 2. Can you please provide the lot number associated with reported issue? 4276316. 3. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? The only complication I am aware of is needing to redo the IV.

Manufacturer narrative:
(B)(4) follow up: it was reported the male end broke into the female end. Our quality team has completed a device history record review for material number 302830 and lot number 4276316. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.